Event description:
Procedure: wedge resectionpatient sex: unkwhen the device was applied to tissue the staples did not form properly. The surgeon proceeded to convert to an open procedure to repair the lung.